Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. A pseudoaneurysm is a leakage of arterial blood from an artery into the surrounding tissue with a persistent communication between the originating artery and the resultant adjacent cavity. This may occur after arterial puncture for a diagnostic cardiac catheterization or an arteriogram but is more common after an arterial intervention. Catheter-directed interventions more commonly require larger arterial sheaths to be used, and the anticoagulation or antiplatelet agents that are administered can interfere with normal sealing of the puncture site. Some pseudoaneurysms resolve themselves, though others require treatment to prevent hemorrhage, an uncontrolled leak or other complications. Surgery is sometimes required. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. With the limited information provided, the cause of the reported pseudoaneurysm could not be determined. Although the exact cause of the pseudoaneurysm cannot be confirmed, patient factors and/or procedural factors not provided may have contributed to the post procedure event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our edwards lifesciences japanese affiliate and through the japanese post-marketing surveillance system, approximately 6 days post transfemoral transcatheter aortic valve replacement (tavr) procedure with a 26 mm sapien 3 valve, an echocardiogram revealed "hematomatized" pseudoaneurysm at the right inguinal artery. Blood flow was observed, and a manual compression was performed. Subsequently, approximately 8 days post tavr procedure, blood flow was still observed, and another manual compression was performed. Afterwards, the pseudoaneurysm improved. Approximately 10 days post tavr procedure, the patient outcome became recovered.